Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) ) stopped after performed compressions for less than a minute and displayed fault code 27 (encoder fault) was confirmed during the archive data review but not during the initial functional testing. Based on the archive review, the root cause for the observed fault was due to the defective integrated encoder, likely attributed to a defective component. The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data review showed the platform stopped after 45 compressions due to fault code 27, thus confirming the customer complaint. The autopulse platform stopped compression due to the encoder indicating the drive shaft is turning too fast at a speed higher than 3000 rpm during compression due to a defective encoder. The defective integrated encoder was replaced to address the fault. The customer restarted the platform and it displayed user advisory (ua) 45 error message. Further review of the archive found multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint, however, the error was cleared by the customer. The platform failed the initial functional test with user advisory (ua) 45 error message, thus confirming the customer complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4) .

Event description:
Patient 1. During the patient use, the autopulse platform (sn (B)(4) displayed fault code 27 (encoder fault) and user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The crew tried to clear the error by lifting the lifeband and placing the driveshaft to the home position without any success. Following this, the crew immediately performed manual CPR. The rosc was achieved and the patient was delivered to the hospital. No consequences or impact to patient. For patient 2, see MFR 3010617000-2021-00312, (B)(6).